Event description:
During a laparoscopic supracervical hysterectomy procedure, an instrument error and solid tone occurred, then the instrument stopped working. A new device was opened and the procedure was completed. There was no reported pt consequence and 1 device is being returned.